Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 4mm from the tip and it is approximately 22mm long. The tip is also damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the moderately tortuous and severely calcified left popliteal tibial artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another coyote es balloon catheter. There were no patient complications nor injuries reported and the patient fully recovered.

Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the moderately tortuous and severely calcified left popliteal tibial artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another coyote es balloon catheter. There were no patient complications nor injuries reported and the patient fully recovered.